Manufacturer narrative:
Wedge band bypass. Mfg date 2/2007 exp: 1/2012. Eval summary: the device was returned in good visual conditions and with a cartridge loaded in the device. The cartridge was returned partially fired and was noted to have a wedge band bypass as the left side was fully fired and the right side was 1/4 fired. The cartridge was disassembled to verify the condition of the spring cartridge lockout and was found damaged, in addition, some drivers were damaged and the cartridge pan was dislodged. The device was tested for functionality with a test cartridge and fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the stapler did not fire correctly several times. Another like device to complete the case with no patient consequence.